Event description:
It was reported that the right atrial lead was found to have multiple insulation breaches along the length of the lead. There was also impedance readings of greater than 4000 ohms and non capture. The lead was explanted and replaced. The replacement right atrial lead was found to have dislodged later in the day and was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. Primary results revealed that no anomalies were found. It was noted that there was blood in/on the helix mechanism. (B)(4): the lead proximal segment was returned and analyzed. The outer insulation revealed breached and cosmetic environmental stress cracking, along with a white substance.